Event description:
The complaint is reported as: "the doctor found cuff leakage during the operation, the patient has no effect." The condition of the patient is reported as "fine."

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, ten samples were selected from current production at the manufacturing facility. A visual exam was conducted and no defects were observed. Cuff pressure was tested on the samples and the cuffs on all ten samples could be inflated without any issues and they maintained pressure at 25mbar with no abnormalities. The production samples were then immersed in water for leak testing. No bubbles were observed flowing out from the samples during the underwater test indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the doctor found cuff leakage during the operation, the patient has no effect." The condition of the patient is reported as "fine".